Event description:
Ous MDR - after an implant duration of about 18 months ventricular loss of capture was reported. Pt was admitted to the hospital due to dizziness. The device is reported to be returned for analysis, but no date of explant was provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The returned device data was subjected to a thorough investigation. The investigation did not reveal any indication of a device malfunction. Rather the follow-up data documented manually ventricular threshold measurements which showed a continuously increase of the ventricular threshold up to 3.7v since the implantation. Furthermore, a history of events related to the ventricular capture control was documented. In particular, the follow-up data of (B)(4) 2013 documented that temporary the ventricular pacing amplitude was automatically adjusted to 4.2v as a result that a stable threshold search was not feasible. This value resulted from the programmed start threshold of 3v and a specified safety margin of 1.2v. At this time the criteria for a permanent disabling of the acc was not fulfilled. The purpose of a temporary adaptation of the pacing amplitude is to assure a safe stimulation in case a stable threshold cannot be found by the implant but to avoid a premature disabling of the capture control management. Only after the third consecutive unsuccessful signal analysis the ventricular capture control management will be disabled permanently. In this case a home monitoring notification will be given to alert the user. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation resulted from a temporary adaptation of the ventricular pacing amplitude as a result of an unstable threshold search. The analysis of the returned device data did not reveal any indication of a device malfunction.